Event description:
It was reported that the external pulse generator (epg) was pacing inappropriately and not sensing the patient's intrinsic rhythm. The clinician tried to adjust the rhythm to the epg but there was no response when the dials were turned. The epg was replaced and there were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the external pulse generator was returned and analysis found that the battery drawer was broken and that the attachment ring and cover were missing.